Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma® with lidocaine. Five days later, the patient sent a photograph to the healthcare professional that led to a diagnosis of ¿suspected infection¿ but in the afternoon; the healthcare professional felt that it was ¿potentially a vascular occlusion due to a dark area [they] could see on the cheek.¿ additional information received confirming that the patient "present 5 days post cheek treatment with what has been diagnosed as an infection." The event is ongoing.